Event description:
No additional information in this follow-up.

Manufacturer narrative:
Investigation of the device is still in progress.

Event description:
Customer stated: "forceps heat up in use. Burns on hands."